Event description:
The customer reported the system image was blank when making x-rays and no image was present. There is no report of injury of death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.